Event description:
The pt presented with signs of an infection of the device pocket and the catheter track. These included redness, swelling, and meningeal signs and symptoms. A culture of the device pocket and csf was positive for mrsa and the pt ws diagnosed with meningitis. The pt was treated with IV antibiotics and total device system explant. The pt experienced no drug withdrawal and the outcome was reported as ongoing.